Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using fluency stent. During the procedure the stent had strut sticking out pre deployment. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation, and a strut was found perforating the sheath while the stent was partially deployed. It is considered the perforation of the sheath led to the impossibility to completely deploy the stent graft which leads to confirmed results. There were no indications of manufacturing deficiencies. Based on the provided information and evaluation of the returned sample, the investigation is closed with confirmed results for sheath perforation and partial deployment. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk associated with the reported issue was found addressed in the instructions for use (IFU). In particular the instruction for use states: ¿examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed.¿ and ¿if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system, and use an alternative device.¿ in addition, the instruction for use states: ¿prior to loading the endovascular system over a guidewire, both ports must be flushed with sterile saline to remove any air bubbles within the inner catheter lumen and/or stent graft lumen. Flushing these lumens will also facilitate deployment.¿ and ¿before stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.¿ according to the instruction for use a stiff 0.035¿ guidewire and a 10 f introducer sheath should be used. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using fluency plus endovascular stent. During the procedure it was reported that the stent had a strut sticking out before deployment. There was no reported patient injury.